Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). It was reported that a dissection occurred. The 100% stenosed, 40cm in length target lesion was located in the left superficial femoral artery (sfa) with a reference diameter of 6mm. The target lesion was treated with this jetstream® atherectomy catheter. Two runs with blades down and one run with blades up were performed. Post treatment the angiogram showed 50-60% residual stenosis. The target lesion was then treated with a 6x100mm 0.018 balloon catheter. Angioplasty results in the proximal and distal sfa showed a significant dissected area with residual stenosis. The proximal and distal sfa were treated with placement of a 7x100mm and 6x100mm non-bsc drug eluting stent. Final residual stenosis was 0%. The mid-sfa had a type 1 dissection that did not require intervention; the flow was brisk and residual stenosis was <20%.